Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was returned in a box. No tray or tray label was returned with the complaint device. One hub wing was bent when the device was received. The two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The distal end of the catheter was broken in two locations when the device was received. The breaks appear to be brittle. There was no damage observed on the guidewire exit port assembly. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The most probable root cause was unable to be determined (B)(4).

Event description:
Reportable based on information received (B)(6) 2011. It was reported that during a percutaneous coronary intervention, lost image occurred. Details of the lesion are unknown. The procedure was completed with a different device.the complaint device was received with the distal tip end of the catheter detached. The physician commented that the tip did not detach during the procedure.